Manufacturer narrative:
Device is unavailable to MFR for eval. Plaintiffs attorney, defendants attorney and sales rep were present for a visual eval and it was found that the wheelchair was set up perfectly and there were no wear issues. The roho cushion was in good shape. No defects were found.

Event description:
User transfers out of chair and claims wheel locks are too high which causes friction on his buttocks and thighs which results in sores.